Event description:
Customer reported that their pump had problems with fill estimate cartridges for their t: slim x2. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.